Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 because of his high blood glucose level. Actual blood glucose level was not reported.the customer reported that part of the reason for his high blood glucose level was because he had gastroparesis but he also had diabetic ketoacidosis. He was wearing the insulin pump at the time of hospitalization. The product was not returned. Nothing further to report.